Event description:
It was reported that the insulin pump had partial display. It was stated that the insulin pump may have been dropped. No further information provided.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked zebra connector on liquid crystal display board. Insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.